Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to clean the probe and the probe wipe and repeat the startup. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found the side door filters (fls1 and fls3) were dry and suspected debris was clogging the filters. The fse reviewed the proper procedures with customer regarding the maintenance and instructions for changing the diluent filters. The fse replaced the side door filters (fls1 and fls3) to resolve the leak. The fse also replaced valves vl8 and vl10 as a preventative measure. The replacement of the vl8 and vl10 was not related to the leak. The failure mode was attributed to dry diluent filters (fls 1 and fls 3) clogged with debris. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the probe drips on the coulter act-diff analyzer. The volume was reported as three drops and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No patient samples were affected, and no erroneous results were generated for this event. No death or injury is attributed to this event and there was no change to patient treatment.